Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, when the gore dry seal sheath was removed from the right common femoral artery, it was noted there was a large plaque, which was elevated by the sheath, in the right common femoral artery. Endarterectomy of the artery was performed and the plaque was removed. There was an excellent pulse in the artery after the repair. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).